Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a stuck button error alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating and basic occlusion tests. All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and properly connected. No stuck button anomaly was noted during testing. The pump was received with a scratched case and broken belt clip rails.